Event description:
It was reported that the patient had numerous backup battery faults. The last backup battery change was in may. The alarm did not clear with a self-test on (B)(6) 2025. The alarms were cleared today. Log files captured backup battery fault alarms beginning between 7:35 pm and 8:35 pm on (B)(6) 2025 (per the periodic log file). It was said the system controller was exchanged. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended. The system controller with the alarms were intended to be returned to abbott.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The last backup battery change was in (B)(6). The ebb alarms resolved following the controller exchange.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a emergency backup battery fault was confirmed via the log files. A review of the log files revealed backup battery fault alarms associated with the backup battery not passing the load test are captured throughout 03oct2025, 20:35:59 - 06oct2025, 20:35:40. This is consistent with the system controller event log files. No other notable alarms or events were captured. The pump was unaffected by the observed alarms. The system controller (B)(6) was returned for testing. The system controller functioned as intended and supported a mock circulatory loop for an extended duration without alarms or issues. The reported alarms were not reproduced during testing. Provided information indicated that the system controller was exchanged resolving the alarms. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action (CAPA) was initiated in order to further investigate backup battery fault alarms on the system controller. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) rev. D and the heartmate 3 patient handbook rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with backup battery faults alarms and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. Section 2 also includes how to uninstall/reinstall the backup battery if replacement is ever necessary. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.